Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of possible under delivery from the insulin pump. The customer's blood glucose reading was 120 mg/dl. Customer stated that the pump did not feed the bolus but gave the standard basal rates. The customer also noticed high readings of 400/500 mg/dl. The customer treated with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted during testing. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.